Event description:
It was reported, the pt had pain in the left arm that started about 3-4 months ago. The pt stated, she had fallen quite a few times. The devices were checked by the healthcare provider one month ago and noted they were fine. The left device was checked on (B)(6) 2010 and noted to be off. The pt turned the left device back on. Additional info has been requested; a follow-up report will be submitted if additional info becomes available. Please see MFR report # 3004209178-2010-09915.

Manufacturer narrative:
(B)(4).